Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field servicing engineering (fse) visited the customer to address the reported event. During servicing, fse found that the oven temperature unstable error was caused by a defective I/o board. Fse replaced the I/o board and verified proper operation. Fse then ran quality controls (qc) and results were as expected. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 29-jul-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 2 preinstallation, states the following: 6. Column oven: the column oven contains the column. The column must be kept at a constant temperature at all times to prevent temperature fluctuations that affect the test results. The column oven maintains a constant temperature so that no wait time is required prior to starting an assay, unless the main power switch (side circuit breaker) is turned off. The column is easily replaced by hand without using any special tools. Chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 110 temp unstable: this indicates that the "column temperature will be not stabilized. (Exceeds col.t-range)". Countermeasure states to "inspect temperature control. Check that temp parameters are correct." The most probable cause of the reported event was due to failure of the I/o board.

Event description:
A customer reported getting a 110 temp unstable error message with the g8 instrument. The customer tried rebooting the instrument but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.